Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual examination of the returned medium hex-driver indicated that a portion of threaded tip has fractured off. The fractured portion remains implanted. This device was manufactured in 2011, shows signs of significant use/wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that based on the available information, the root cause of the instrument breakage cannot be concluded unless age and wear contributed to the breakage. Also because, no x-rays were provided and the component remains in-situ, possible future harm to the patient cannot be determined. Should any relevant clinical/medical documents become available this complaint can be re-assessed. A review of complaint history on the listed part revealed no additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the internal capture snapped while locking the distal screw in a short intertan, the surgeon decided to leave it in as it cannot be easily removed.